Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that inflammation in the anterior chamber and cyclitic membrane were observed post-operatively. The patient was prescribed antibiotics. It is not known if antibiotics resolved the inflammation and cyclitic membrane or if additional treatment was required. Rayner is liaising with its distributor to obtain additional information to facilitate further investigation of this report. Our review of production records for the c-flex advance aspheric adv970 iol batch 125e76151 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. Device not returned.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from its distributor in (B)(4) of an event that occurred following implantation of a c-flex advance aspheric adv970 iol. The event description provided states that the patient presented with inflammation in the anterior chamber and cyclitic membrane post-operatively.